Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The exposed superior vena cava (svc) coil was cut at 39.3cm due to explant damage.

Event description:
It was reported that the right ventricular (rv) lead high voltage coils fractured. The lead had high rv defibrillator coil and superior vena cava coil impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.